Event description:
It was reported that the customer had motor error alarm during bolus on the insulin pump. The customer's blood glucose level was 378 mg/dl. The customer was assisted with clearing the alarm. The customer was advised that the insulin will be replaced. The customer was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a protruded/loose drive support disk. No error alarms noted in the alarm history screen. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube thread, a cracked reservoir tube lip, and a missing end cap sticker.